Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the steerable guiding catheter (sgc), the connection between the white dilator and the y-adapter was broken, and if were to reoccur during use, has the potential to lead to an air embolism. It was reported that after opening the steerable guiding catheter (sgc), while inspecting the dilator, it was observed that the connection between the white dilator and the transparent y-adapter was broken. The device was not used in the anatomy and there was no patient involvement. There was no clinically significant delay in the intended procedure. No additional information was provided regarding the sgc issue.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The dilator break was confirmed as a detachment of the dilator rotating hemostasis valve via returned device analysis. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.